Manufacturer narrative:
Additional information: d9, h3, h4, h6, h11. H4: the lot was manufactured between november 13-15, 2023. H11: two (2) actual devices were received for evaluation. A visual inspection noted a yellow color particle, measured to be 0.60 square mm in size, embedded in the material of the tubing line from the first unit. Further a black color particle, measured to be 0.07 square mm in size, embedded in the material of the tubing line from the second unit. The particles were molded within the material of the tubing line and were not in the fluid path. The particles were identified to be a mixture of polyvinyl chloride (pvc) and phthalate material via ftir (fourier-transform infrared spectroscopy) testing. Pvc and phthalate are the materials of the device tubing line. The reported condition was verified. The cause of the condition was manufacturing related. However, the particulate matter (pm) was not in the fluid path and is unlikely to cause harm; this issue does not impact the sterile pathway as pm outside of the fluid path does not impact the product delivered to the patient. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) large volume folfusors had brown spots/impurities on the tube (not specified if outside or inside fluid path). This was noticed before use; the devices were empty and bagged. There was no patient involvement. No additional information is available.